Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an itchy, red rash under the rear therapy electrodes. During a follow-up the patient reported that the rash was not getting better and that her cardiologist recommended removing the lifevest for a few days to allow the irritation to heal. Her physician also prescribed a cortisone cream for the irritation.